Event description:
Caller reported that a malfunction occurred on the pump while in the hot and humid climate although the pump was not exposed to direct sunlight or extreme conditions. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.